Event description:
Orthodontist reported that they had used multi-cure glass lonomer orthodontic band cement to bond stainless steel crowns to patient's molar teeth and then to attach a herbst appliance to the crown. Upon debonding the crown on tooth #30 (lower right first molar), one of the cusps was removed which resulted in exposed dentin. The tooth was repaired with sealant.